Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an electrical reset occur during high voltage therapy. The patient had went to the hospital where a device check revealed that a power on reset (por) had occurred. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an implantable cardioverter defibrillator (ICD) revision took place. At the procedure the ICD was fully checked and removed. However, it was noted that there was a concern at the site which was in the lower part of the ICD back side. The a previous right ventricular (rv) lead at the site had the is-1 line capped and the df-1 was just cut off without any capping and buried with a feeling by the physician that part of the coil could be seen. Because of the ICD reset, it was decided to cut the is-1 part of the previous rv lead, cap it again and then bury it because of the circuit interruption of the ICD. Once this was completed the new ICD was then implanted. No patient complications have been reported as a result of this event.